Event description:
On (B)(6) 2012, a male pt (age unspecified) underwent an implantation of iodine (I-125) brachytherapy seeds (brachymesh). Fifty seeds at 12.136 mbq (0.328 mci)/seed, (total activity equals 606.8 mbq (16.4 mci)) were implanted in the right lung. On (B)(6) 2012, the pt was admitted into the hospital. A chest-x-ray revealed hydropneumothorax in the right upper lobe and a computed tomography (CT) showed a cavity abscess. A CT-guided percutaneous drainage of the abscess was performed and it was noted that some seeds were displaced from the implant site. X-rays of the chest and abdomen revealed approx 38 seeds in the right lung and three seeds in the large intestine. The pt reported that he had been coughing up seeds. He was instructed to save the tissues used when coughing. These were monitored twice daily for radioactivity. To date no loose seeds have been found. Further info has been requested.